Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Based on the performed investigation no material fault could be detected. The screw failed by a high use of force during screwing. A combination of friction with the plate and an unfavorable angle between the screw and the bone during screwing may have result in a high resistance and this can lead to the breakage of the screw. The oriented fractures are a clear indication of a ductile violent rupture caused by a torsional overload.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a fixation of bony fragments of the skull procedure, three screws were twisted off during insertion. It was reported the screws broke in the middle sector of the screw shaft. The screw head was retrieved and returned for evaluation. The screw shaft remains implanted. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The screw shaft remains implanted. The screw head was retrieved. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Event description:
This report is 2 of 3 for complaint (B)(4).